Manufacturer narrative:
Insulin pump was received with a constant blank flashing white light on the display followed by an unexpected intermittent beep alarm due to vertical cracked lcd controller. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to display anomaly. The pump was received with minor scratched lcd window. No crack on the lcd window or lcd glass noted during physical inspection.

Event description:
The customer reported via phone call that the crack on the screen. The customer¿s blood glucose level was unknown. Troubleshooting was performed for damage. Customer was advised to the insulin pump would need to be replaced and to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.